Event description:
Complainant alleged that during biomed testing, the device inappropriately displayed a "defib pad short" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to the mfc-signal cable that was not seated properly. Trend analysis for failures of this type does not indicate an increase in frequency.